Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasions breaching the outer insulation and exposing the outer coil at proximal and distal to suture sleeve tie impression, consistent with friction to the device can and friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.